Event description:
It was reported that the device was used during a colectomy procedure. The device was fired but no staples deployed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Colon. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Unk. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No staples deployed. Was the tissue pin in place prior to firing? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Unk. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? There was none. Was proximal and distal control maintained on the tissue during the firing sequence? Unk. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular, but since cystectomy, unsure was a leak test completed? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. Was the firing to close a side by side anastomosis? Unk. Is a pathology specimen and/or report available? Unk. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Cancer, had a cystectomy in the past was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.